Manufacturer narrative:
Concomitant medical products: product ID 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID 377845, lot# v004105, implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A healthcare provider (hcp) reported that the patient developed progressive pain at her battery site. This had developed around (B)(6) 2006. It was posterior at about her waistline. The battery was now slipping within the pocket and was quite painful. Over the battery site the skin was unremarkable and the incision was well healed. The doctor was able to manipulate the battery and got it to flip within the pocket. This reproduced the patient's pain. It seemed to have a foot in the pocket. The patient was having some difficulty communicating with the device for reprogramming and recharging. After discussing with the doctor, the patient decided to have the battery moved slightly rostral. After the revision, overall the patient was doing quite well and the incision were well healed, without evidence of infection. The stimulator was working well and the patient preferred its new position. However, the patient did have soreness. The doctor encouraged her to wear her lumbar corset, which she had not been doing. It was noted that the patient had a history of right upper extremity reflex sympathetic dystrophy and neck pain.